Event description:
Maquet foreign country have been notified that the light head fell from the ceiling during a catheterization procedure. Missed pt and struck the top of c-arm image intensifier before being caught by a radiographer. No injuries have been reorted by the customer.